Manufacturer narrative:
Section d4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the preventive maintenance inspection, it was determined that both fuses were blown. After replacing the fuses, the power module operated only from the internal battery, and charging did not occur. It appeared that the internal power supply had failed. The unit was removed from use.